Event description:
It was reported that during a procedure via femoral access to treat a lesion in the distal left main artery with heavy tortuosity, heavy calcification and 80% stenosis, a 3.5x15 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. The sds was withdrawn from the patient anatomy and resistance was felt. Reportedly, the resistance during advancement and withdrawal was due to the calcified vessel. There were no interaction of devices and no other device or procedure issues noted. The physician changed to a non-abbott device and the procedure was completed successfully. The patient's final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the stent delivery system could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.